Event description:
A (B)(4) customer contacted baxter's technical service center regarding a system error (s/e) 2267 alarm that appeared on the home choice this event occurred during patient use during dwell 3/5. The technical service representative (tsr) assisted to end therapy. The home patient (hp) will complete therapy via manual supplies. The hp will notify the peritoneal dialysis (pd) registered nurse (rn). There was patient involvement and there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter product surveillance contacted the home patient (hp) about the alarm. The hp stated that she was able to start over with new supplies. There was no lot number provided and the sample was discarded and is not available for evaluation. The hp stated that she just had this one alarm and followed the instructions of the technician over the phone. There was no patient impact. No further information is available. This report for system error se 2267 (fluid and air in set) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore, a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.